Manufacturer narrative:
Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. A 2.50mm x 15mm emerge¿ balloon catheter was advanced to dilate the lesion; however, the device was stuck on the wire. The balloon was removed from the patient together with the wire as one unit and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.